Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there were image issues which led to conversion to open procedure.

Manufacturer narrative:
The device was received at the local service facility for investigation. The technical service report is attached (see communication log), and indicates: "device conforms to specification and passed all test results during final inspection" probable root cause: cables, connectors, digital board, power supply, filter / fuse, ac inlet board, main board, transition board, fiber board, intermittence between transition board and ch connector, fan / insufficient cooling, software, camera head (sensor, sensor cable), coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp), extension cable, intermittence while using rf devices (ex: valleylab), problem toggling light source from camera head, connected monitors, leaking, manufacturing/ service nonconformity, use error. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there were image issues which led to conversion to open procedure.

Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: fading of image probable root cause: cables connectors digital board power supply filter / fuse ac inlet board main board transition board fiber board intermittence between transition board and ch connector fan / insufficient cooling software camera head coupler extension cable intermittence while using rf devices problem toggling light source from camera head connected monitors leaking manufacturing/ service nonconformity use error.

Event description:
It was reported that there were image issues which led to conversion to open procedure.